Event description:
A 55-year-old male patient with gliosarcoma started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, novocure was made aware that the patient experienced dermatitis characterized by a painful rash with itching, burning, and redness on the forehead and back of the head, which he initially treated with neomycin/polymyxin b/bacitracin and hydrocortisone ointment. On (B)(6) 2024, the patient reported that he consulted his healthcare provider (hcp) the week before and was diagnosed with grade ii-iii dermatitis associated with optune gio use. The patient was prescribed hydroxyzine and antihistamine ointment to alleviate the pruritus. The prescribing physician reported on (B)(6) 2024, that the patient was treated as an outpatient with diphenhydramine and optune gio therapy was temporarily discontinued. The physician indicated that the event was related to device use, and the patient had since resumed optune gio therapy.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the dermatitis cannot be ruled out. Dermatitis is an expected event with optune gio device use (ef-11 0% and 2% ef-14 optune arm).